Event description:
A maude event report was received by baxter indicating that a flo-gard infusion pump reportedly over-infused propofol during pt use. The pump was programmed to infuse a 100 cc bottle of propofol at 19cc/hour, volume to be infused set at 90cc at 2100. At approx 2145, the pump was alarming (unk alarm). The nurse checked the pt and noted the bottle was empty and that the entire amount of propofol had infused. "Volume to be infused" on the pump read 76cc. The pump was removed from service. No add'l info is available at this time.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a f/u report will be filed upon completion of an eval or if any add'l info becomes available.